Event description:
On (B)(6) 2011, pt reported the down arrow button on the infusion device does not work when pressed. Pt stated the up arrow button on the infusion device may have gotten stuck because when he programmed a bolus, he let go of the up arrow button and the bolus amount kept increasing. Pt reported he noticed this issue when programming a quick bolus. Pt stated he received notification about the infusion device recall but did not think it applied to him. No physiological effects were reported. The pt did not required assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.